Event description:
It was reported that catheter entrapment on guidewire occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck with a non-boston scientific guidewire. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. This symmetry device is recommended for use with a 0.018 guidewire. The customer's guidewire was not returned for analysis. During product analysis, the device was unable to be loaded on to a guidewire due to severe kinking/accordion damage to the shaft. A visual and tactile examination found the shaft of the device to be severely kinked/accordioned from the from the proximal balloon bond to the distal edge of the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination of the returned device identified that the balloon had not been inflated. No issues were noted with the balloon, markerbands, or tip of the device.

Event description:
It was reported that catheter entrapment on guidewire occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck with a non-boston scientific guidewire. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications nor injuries reported.